Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the first follow-up post-implant of this right ventricular lead, thresholds and lead positioning were different than during the implant observations. As a result, the physician elected to surgically intervene as an attempt to reposition the lead tip. However during this repositioning attempt, the helix failed to operate as intended and ultimately the lead was removed. Replacement was reported with another boston scientific lead of same model type and the explanted lead is intended to be returned for laboratory analysis. The field reported no resulting adverse patient effects as a result of the product malfunction nor, during the replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix was in a retracted position upon return; however, failed to function as intended during analysis. Laboratory technicians reported the helix would not be expected to function during testing, as dried blood/body fluid within the helix housing and in the neck region would be known to prohibit helix movement/testing following an attempted implant. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.